Manufacturer narrative:
The reagent lot number was 92643601 with an expiration date of 28-feb-2027. The field service engineer (fse) found that the ultrasonic mixers were failing. The fse replaced them and verified the instrument by performing calibration, qc and precision testing successfully. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable result with the alanine aminotransferase / aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation assay for a patient sample tested on the cobas 8000 c702 module. The initial result was 28 u/l. The repeat result was 46 u/l.